Event description:
Info rec'd indicates after a couple of hrs, the head hi/low portion of the bed is lower than the foot drifting.

Manufacturer narrative:
After replacing the head hi/low down valve, the technician replaced the head hi/low up valve to repair the bed.